Manufacturer narrative:
The customer reported a leak in the tubing, and returned one used set of material 2420-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The complaint was verified upon infusing the set with water by gravity, and then capping the end. Once primed and full of water, the closed set was loading with more water from a syringe at a smart site, and the pump segment leak was verified. There is a small pinhole in the silicon pumping segment at the upper fitment. The root cause for the pump segment leak is not able to be traced to the manufacturing site. There is a potential clinical root cause, and a member of our clinical team was notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that leaking was reported between the primary tubing and the alaris pump. Another each reported to "bubble"in the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.